Event description:
The customer reported while preparing the subject device for use during an unspecified procure, it was observed the insertion tube of the subject device was creased and the coating was damaged. The intended procedure was completed with another similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the biopsy channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in biopsy channel).

Manufacturer narrative:
The reported issues (insertion tube creased and coating peeled off) was confirmed. In addition, service found the bending angle in up direction was out of specification and there was play in the angulation knob, due to wear of the angulation wire. The suction function was not working due to a corroded suction cylinder, there was a leakage due to a damaged suction cylinder, the light guide bundle was in poor condition, the plastic distal end cover was broken, the light guide lens was broken, and the adhesive on the bending section was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following contributed to the malfunction: a) white foreign material adhered to the cleaning brush b) breakage at the suction cylinder was corroded due to leakage. Since the user did not suggest these events, handling of the device by the user was possibly inappropriate. It is likely that residual of tissue and chemical solutions remained in the biopsy channel due to the past inappropriate reprocessing. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the user can detect the suggested event properly by handling the device in accordance with the following IFU: ¿inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿ ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ ¿brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Brush the instrument channel port.¿ olympus will continue to monitor the field performance of this device.